Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and diabetic ketoacidosis with an unknown blood glucose value. The customer also reported that pump errors were not detected. The event involved product mmt-1882. Troubleshooting was not done but found the customer was treated with a manual injection. It was unknown if the insulin pump was used within 48 hours of the reported event or if the automode/smart guard feature was active. No further patient complications were reported. The product mmt-1882 will be returned for analysis.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. During self test, the pump also passed the vibration test and tone test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. The pump was monitored for 1 days. No unexpected pump errors or alarms noted during testing. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, pillowing keypad overlay, stained keypad overlay and a dented retainer ring. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. No damage noted on the battery cap. The pump history file lists data on 07/18/2025 to 10/14/2025 and on 10/28/2025. Unable to verify daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered for event date 15-oct-2025 due to no data available in the pump history file. Perform the history review on 09-oct-2025 to 14-oct-2025 (there was no data available on the event date 15-oct-2025) in the pump history file and found 1 lowbatteryalert (104) on 10/13/2025 16:10:00.000, 2 changebatteryfault (73) on 10/14/2025 01:41:00.000 and on 10/14/2025 01:51:00.000, 2 offnopower (11) on 10/14/2025 02:12:00.000 and on 10/14/2025 02:22:00.000, 1 pump error 23 on 10/14/2025, and 2 battoutlimit (6) on 10/14/2025. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was expected due to the customer's battery in the pump is low on power. The replace battery alert/change battery fault (73) was expected (triggered 9.5 hours after the low battery alert). Off no power was expected due to battery power depleted. Pump error 23 and battery out limit alarm were expected due to the battery power depleted and the pump's time reset. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.7 mv). The pump passed the functional testing. Unable to confirm alleged high bgs/dka. Alarm not confirmed. Alarm-audio/vibrate anomaly/absence of alarm not confirmed. Damage-retainer ring damage confirmed (found a dented retainer ring during visual inspection). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.